Manufacturer narrative:
The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to persistent pressure issues. There was iris chafing and pigment in the anterior chamber. The lens was not exchanged for another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - :reportedly icl was explanted 5 weeks postoperatively to address elevated iop that was noted right after implantation. Lens vaulting and subsequent iris chafing with pigment dispersion were observed as well. According to the report from the facility dated on 04/04/2014, there was a possibility that viscoelastic was retained at the original surgery, iridocorneal angle was "crowded", and/or pis did not properly function. Given this information it is very likely that procedure related factor caused/contributed to the event. Per dfu under warnings: "4. Two basal iridotomies must be performed 90° apart using a yag laser at least 2 weeks before implantation of the visian icl, with confirmation of the patency of the iridotomies prior to implantation. 7. The iridocorneal angle distance may decrease after implantation of the visian icl. Iridocorneal angle should be assessed 1 week after implantation and monitored if the angle is extremely narrow ." Inadequate flushing of the viscoelastic from the eye may lead to intraocular pressure (iop) spikes. Iop should be checked 24 hours postoperatively. Additional information has been requested but not received to date. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - intraocular pressure rise. Available (iris chafing), (pigment dispersion). (Lens explanted). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn, with a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Explanted date - should be (B)(6) 2014. (B)(4).

Event description:
Additional information received - the reporter stated the lens was explanted on (B)(6) 2014. The reporter stated soon after the icl was implanted, the patient started to have pressure issues and it was ongoing. The protocol was performed to handle pressure issues/spikes - removing visco and expanding the pis. The vault post-op was 1 1/4 thickness. The surgeon felt the angle was crowded and he saw the iris going back and forth. The reporter felt there may have been some residual visco retained and the pis were less than robust.